Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires broken. The cause of the event remains unknown.

Event description:
It was reported that the patient experienced ineffective therapy due to all high impedances on the right l3 lead. To address the issue, the lead was replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op.